Event description:
Caller reported that the battery of the t: slim x2 pump would not charge. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump after attempts to resolve the issue with different cables and adapters failed. The customer was informed about the replacement pump with updated software and offered training. They will use multiple daily injections (mdi) as a backup therapy. The customer was instructed to deplete the current pump's battery before returning it and was guided on steps to take once the replacement arrived.